Event description:
The customer initially called stating he was connected to the insulin pump during the manual prime. The customer's blood glucose started to drop during the call. The paramedics were called, and the customer was taken to the hospital. The lowest blood glucose reading taken during the call was 46 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.